Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, end-user reported to distributor that there was a wire sticking out of the tip of the foley catheter. EU did not use the item.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned product: the returned samples were analyzed in order to be able to respond to this complaint. The results of the analysis indicates there are 2 possible hypotheses: the mandrel comes out of the piece following transport. The mandrel exits the piece following conditioning. On (B)(6), 2017, implementation of the corrective actions: reinforced control over 3 successive expeditions. Resensitization of operators for packaging by the manager based on all this information, the complaint is confirmed as a product defect.